Manufacturer narrative:
Citation: miyahara d, izumo m, okuno t, et al. Prognostic implications of very low-gradient aortic stenosis after transcatheter aortic valve implantation: insights from the ocean-tavi registry. Catheter cardiovasc interv. 2026;107(3):717-728. Doi:10.1002/ccd.70400 earliest date of publication used for date of event. Earliest approved corevalve/evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the prognosis of patients with very low-gradient aortic stenosis after transcatheter aortic valve implantation (tavi). The study population consisted of 7,103 patients who underwent tavi with either a medtronic (corevalve or evolut r; n = 1 ,668) or a non-medtronic (sapien; n = 5,432) valve type. Among all patients in the study, post-tavi adverse outcomes included: prosthesis-patient mismatch, elevated mean gradients, paravalvular leak (greater than moderate), hospitalization for heart failure, stroke, pacemaker implantation, new atrial fibrillation, bleeding, and vascular complications. Deaths also occurred during the median follow-up of approximately two years. However, no evidence was presented to suggest a causal relationship between a medtronic product and any deaths.